Event description:
It was reported from ous that during a reverse shoulder procedure the instrument broke. The impactor tip broke in half when impacting the definitive humeral liner. The issue did not need to be resolved, as the implants were impacted far enough. It was confirmed that no pieces were left in the patient. ¿no issue to patient¿ no delay to the procedure and no adverse event to the patient. Product was not available for return. The agent was present at surgery. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device evaluated by MFR: not returned findings: the fractured humeral liner impactor tip in the photograph appears consistent with a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture of the device. An accurate lot number was not provided for this experience, so it cannot be determined if it was manufactured prior to device design changes to increase thickness and modify the connection feature dimensions. Most likely underlying cause: based on previous similar investigations, the fractured humeral liner impactor tip reported was likely the result of a stress riser introduced during impaction which led to crack initiation, propagation, and ultimate fracture of the device. Rmr review: rmr-00004 rev- and racr-00007 rev- were reviewed. The risk is captured in risk ID 9.7 of the racr. However, it is being updated under (B)(4) to include a harm of ¿none¿. IFU 700-096-181: instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues. There was no reported patient adverse event.